Manufacturer narrative:
The technician replaced the left and right top rail assemblies and end caps to repair the stretcher.

Event description:
Information received indicates the left and right siderail top rails are bent, preventing the siderail from latching.